Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. The customer consumed food to treat bg level. The customer called tandem technical support for assistance on changing the basal rate settings. Reportedly, the customer's healthcare provider recently adjusted the customer's settings to a higher basal rate. Due to the new settings, the customer began to experience low bg levels. Tandem technical support assisted the customer with the requested changes to the settings.